Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post implant of the atrial lead there was non-healing of the incision site with discharge from the site. The patient was treated with antibiotics and appeared to be healing well until the patient presented to the hospital again with a yellowish discharge from the lateral edge of the incision site. The patient was evaluated by cardiology and infectious disease and the decision was made to explant the lead. No further patient complications have been reported as a result of this event.